Manufacturer narrative:
The device was returned for evaluation. It was not possible to completely investigate the complaint as only 2 small parts of bactiseal catheter was returned, no valve was returned. One of the catheters was tied in the middle. Both catheters had a jagged end each. One catheter had a whitish crystalized debris on the jagged end. Based on the results of the investigation, the reported issue was confirmed. No root cause could be determined; as only 2 parts of catheter were returned. The root cause for the jagged ends is possible due to user¿s error. The root cause for the whitish crystalize debris could not be determined. A review of manufacturing records found that the device conformed to specification when released to stock. No further investigation or corrective action is anticipated.

Manufacturer narrative:
UDI: (B)(4). Received device manufactured date and expiration date. This report has been updated to reflect the corrected information.

Manufacturer narrative:
UDI -- (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or other relevant information, a follow-up report will be submitted.

Event description:
As reported on medwatch mw5082223, five days after implantation, a precision fixed pressure valve was revised and was found to be torn at the distal portion.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.